Manufacturer narrative:
Event date is an approximate month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient reported for about three days her device has not been stimulating. It says that her stimulation is off. The patient does not know why the stimulation stopped working. This was noted to be a sudden change. The patient stated she has 100% on one battery and 80% on the other battery. The patient noted that she might have pressed the stimulation off button by mistake, but she doesn't know. The patient is currently on vacation in sc for two months and does not have any medication. The patient said he goes into the menu and presses on "audio/vibration", but it still doesn't turn on her stimulation. It was reviewed with the patient that audio/vibe is the controller vibration and not the stimulation. It was then reviewed how to turn stimulation back on, and the patient was able to turn their stimulation back on. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's stimulation turning off has not reoccurred. No further information was reported.